Event description:
On (B)(6) 2022, it was reported by facility representative that an ar-1665bcsl-39 anchor broke upon insertion. This was during a procedure on (B)(6) 2022. The surgeon removed the anchor and used a new ar-1665bcsl-39 to complete the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.